Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a suture was used. During the procedure, the problem of pulling off suture needle happened when suturing the skin. Changed to another one to continue the surgery but the same problem happened. Changed to another one to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2024-04023.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? C22 ¿ photo review. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that one detached needle and some suture pieces that pertained to the product code vcp422 was received. During visual inspection of the needle, the swage and attachment area were noted to be as expected; the barrel hole was examined under magnification and remnant suture was observed. Upon inspection of the suture pieces, it was found that they had begun with a degradation process caused by exposure to the environment, this condition caused the needle to be detached from the suture. In addition, the foil was not returned for evaluation. A photo was provided and it showed an open box for product code vcp422. This product code contains an absorbable suture. Since the sample was received open, the functional test cannot be performed due to undetermined exposure time to the environment. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.